Event description:
A report was received from that stated that while a pt was performing a self-administered injection the needle became detached from the syringe. No pt or caregiver injury reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.